Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During investigation, there was evidence of corrosion under the contrast, up arrow, and down arrow button key contacts. A leak test was performed, and leakage from the keypad was observed; there was no moisture noted in the pump.

Event description:
A family member reported that the up arrow and down arrow keypad buttons became unresponsive this morning. He confirmed that the keypad is intact; noted that the pump was exposed to bath water for the first time a few days ago; and stated that the patient wears the pump on his belt.